Event description:
It was reported that an intraocular lens (iol) unfolded too soon, which resulted in the lens being removed and replaced from the left eye in the same procedure. It was further stated that the incision was enlarged to remove the iol and there were no patient complications. There were no sutures used. The iol was replaced with another lens of the same model. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device manufacturing record was reviewed and stated that all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) was generated during manufacturing of this production order. The results of the unfolding testing (flat test) performed in this production order were found within specifications. Based on the manufacturing records review the product met manufacturing release criteria. The intraocular lens (iol) was sent to the manufacturer for evaluation. Visual inspection of the observed fiber and particle adhered to the lens optic body was compatible with handling the lens out of sterile environment. No other cosmetic condition was observed in the sample returned. The lens condition is consistent with a lens that was removed from the patient's eye. A functional test was performed and determined that the lens unfolding test met acceptance criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.